Event description:
The customer reported that when she removed her pump in style power adapter from the wall outlet, the housing cracked and fell apart in her hand.

Manufacturer narrative:
The customer reported that their pump in style power adapter cracked and fell apart in their hands when they were removing it from the wall outlet. A replacement power adapter was sent to the customer. Attempts were made to obtain additional information from the customer. There was no response from the customer to follow up questions. Should additional information, or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.